Event description:
Information was received indicating that during use of a smiths medical cadd cassette reservoir, the pump exhibited a "no message" alarm and a "no disposable, clamp tubing" alarm frequently. No patient consequences were reported. No adverse effects were reported.